Event description:
A review of the log files during the investigation found that the patient experienced a no external power event/alarm on (B)(6) 2021 at 07:40am. The associated voltage levels indicated that the system controller was connected to a mpu prior the event. The system continued to operate at the set speed supported by the backup battery. A second no external power event was recorded on (B)(6) 2021 at 10:31am. The associated voltage levels suggested that the event was a result of both power cables being disconnected during power exchange. The remaining data contained in log file appeared normal.

Manufacturer narrative:
The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ describes all alarms. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The reported event of the system controller not communicating with the system monitor was confirmed. The evaluation of the returned system controller serial number (B)(6) revealed one broken/severed wire in the white power cable near the strain relief at the housing side. The wire represents one of the communication lines. The power cables were replaced and a proper communication with the test system monitor was established. The data log files were successfully retrieved. Event log file contained events recorded from (B)(6), 2021. The information recorded on (B)(6) at 7:40 am revealed a no external power event/alarm. The associated voltage levels indicated that the system controller was connected to a mpu prior the event. The system continued to operate at the set speed supported by the backup battery. A second no external power event was recorded on (B)(6) at 10:31 am. The associated voltage levels suggested that the event was a result of both power cables being disconnected during power exchange. The remaining data contained in log file appeared normal. Periodic log file contained events recorded from (B)(6), 2021. The recorded data did not add any new information regarding the event. The investigation was unable to determine a specific root cause for the damaged wire. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during the patient's follow up visit, the system controller was not recognized by the system monitor after being connected, no data/pump parameters were displayed on the system monitor. A new system monitor and patient cable were obtained, the issue persisted. Vad parameters per display screen within normal limits. The suspected issue was with the white power cable/data link. Patient was exchanged to new controller, and the issue resolved.